Event description:
According to the reporter, about two years following a laparoscopic ipom (intraperitoneal onlay mesh) ventral umbilical hernia procedure wherein the mesh was used to fixate and integrate into the tissue with severe adhesions with viscera, the patient came to the emergency room with abdominal pain and swelling; the mesh caused adhesiolysis - cecum adhesion. To resolve the issue, the patient underwent another surgery wherein the surgeon separated and removed the mesh from the adhesion and used a competitor's mesh to cover it.

Manufacturer narrative:
D10 concomitant product: abstack30x, abstack30x abs fixation device30 tacks, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.